Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate test during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction b5: it was reported that a spectrum pump failed flow rate test while performing preventive maintenance. The flow test values were 21.47ml / 21.58ml / 21.21 ml but it was not indicated what the expected volume should have been. There was no patient involvement. No additional information is available. Correction: f10/h6: health effect - impact codes. Additional information: b3, d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "failed flow rate test" was not reproduced. Evaluation sent the device for flow testing at two delivery rates, 40 ml/hr for volume to be infused 40 ml and 40 ml/hr for volume to be infused 20 ml. Rate: 40 ml, result: 41.047 ml, rate: 20 ml, result: 20.766 ml. Percentage error were within 5% (2.6175%, 3.83%). A review of the event history log showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.